Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The device had corroded motor home switch and battery tube. The device also had minor scratches on the lcd window.

Event description:
Customer reported via phone call, the insulin pump had a blank display due to water being splashed on it while she was in the shower. The device was on the sink while customer was in the shower. Her blood glucose was 150 mg/dl when the incident occurred. The display went blank immediately after being exposed to the moisture. She inserted a battery in the device and flash of horizontal lines showed on the screen. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.